Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Additional, changed, and/or corrected data: b5, b6, d6b, h6 device photo analysis: visual analysis of the photographs identified: rupture: no observed openings on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "involucre folds with small increasement of liquid on the subcapsular spaces" and "circumscribed nodule." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "prostheses had rupture." The device status is unknown.